Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Per additional information received, reason for mesh implantation: genuine stress incontinence, symptomatic pelvic organ prolapse (rectocele) procedure (s) performed: posterior vaginal repair with pelvisoft graft, uterosacral ligament anchor, trans obturator mid urethral tape and cystoscopy complications post placement: urinary tract infection (uti), constipation, generalized pain, rectal prolapse and fecal incontinence. Complications post additional surgery: patient complains of lower back pain, possible bladder infection. Hematuria, bleeding/spotting for 1 year. Vaginosis, bleeding and pain. Mesh exposure. Mesh revision surgery: (B)(6) 2011: underwent excision of vaginal mass with vaginal repair for vaginal mesh exposure following mesh revision, the patient developed complications such as vaginal bleeding, severe back pain, granulation tissue, atrophic vaginitis, pelvic pressure, pain, pelvic organ prolapse, bladder cramping, lower uti, incomplete bladder emptying, urgency, frequency, and dyspareunia.